Manufacturer narrative:
No hardware was ever replaced. Codes b01, c19 and d14 are applicable to the system servicing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a. Product ID 9735670 (serial: (B)(6)); product type:; implant date n/a; explant date n/a. O-arm sys bi70002000 o2 cd 120v b en, serial number (B)(6). Section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine software version: 2.1.0. H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy of 1 cm during navigation. The representative reported "it slowly got more and more inaccurate" until they got to a 1 cm inaccuracy. The surgeon proceeded with the case using fluoro. After all screws were placed, they took a spin and confirmed that all the screws placed with navigation were accurate. After the case, a spin was taken with a spine model, and it was accurate. There was no impact to patient outcome and a reported delay of less than one hour. The representative provided additional information. T1 and t2 placement was done on the patient's left side. They skipped t3 due to cancers bone and placed screw in left t5. During t5, the representative noticed that navigation started going off. When they went to try left t4, and it was off, they spun again, but as they came into the room, the patient started coughing and threw the nap off. He noticed right away that it was way off this time likely from patient coughing. Therefore, they took another spin, and it was way off. They then went with an x-ray to place right side and they changed out the o-arm and spun again to check screws and placed left t4." They used a passive patient reference frame which was placed on t5-6.

Manufacturer narrative:
H2, h3) additional information added to d3 and d4. A manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found and the system performed as intended. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Another work order completed: h3) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that hardware part was replaced. Codes b01, c13 and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) a software analysis was performed. It was determined there was insufficient information to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.